Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that leakage occurred from the aff valve. No patient harm was reported.

Manufacturer narrative:
A review of the device history record found that the product met all quality specifications. The actual complaint samples (2 each) were returned in packaging that had been opened. The sample was evaluated by testing the pump. The results of the test did not detect that any leakage had occurred from the aff valve. The pumping set was fitted onto the pumping machine and the formula moved through the set without any abnormalities. The actual complaint could not be confirmed therefore a root cause and corrective action cannot be determined as the product met all specifications.